Manufacturer narrative:
Medwatch submitted to the FDA. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides.

Event description:
Bib volume increased by air.

Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 16/sept/2020 additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 28/may/2020. One deflated balloon with a large tear on the shell was returned for evaluation. The balloon shows significant discoloration. The large tear on the balloon appears to have been torn. There is one small area with striated edges that is more than likely related to a surgical instrument for removal purposes. Due to the extensive damage of the returned balloon, there was no functional evaluation conducted. The complaint has been verified and it is uncertain how the opening on the shell occurred. A device history record (DHR) review was performed for reporting purposes and found the subject product met all specifications and requirements in effect at the time of manufacture.